Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vra128 and a pt with a known anti-e. The initial antibody screen was positive (2+). The customer then tested the sample against vra128 and stated that no reactivity was observed. Testing was performed with both a 15 and 30 minute incubation. This report corresponds to ortho clinical diagnostics inc.